Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the patella would not seat during a knee arthroplasty procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned patella component identified foreign material in the distal surface and gouging to the proximal surface. The chemical research lab report states that the appearance of the residue and the ir spectra of the unknown are consistent with bone cement. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Based on the information available, a definitive root cause cannot be identified. However no product issues were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.